Event description:
It was reported that the user contacted support because the sensor was displaying a low glucose value while the user did not experience expected low-glucose symptoms, and the user could not verify with a fingerstick at the time. Symptoms included no clinical signs or conditions consistent with hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.